Event description:
It was reported that the external pulse generator (epg) had a damaged knob. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the epg had a damaged knob; it was noted that the output connector assembly was broken, hanger assembly was broken, upper case was broken, encoder assembly was contaminated but functional, four knobs were contaminated, lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.